Manufacturer narrative:
Device analysis not availale at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the pt had been experiencing decreased effect and withdrawal. An x-ray of the catheter showed a break in the catheter at the entry point. A rotor study demonstrated a rotor stall. The catheter and pump were explanted and replaced with "good results." A follow up report will be sent when additional info received.